Manufacturer narrative:
Customer reported that a pyxis medstation es system did not display a warning message when a nurse administered 2 mg of morphine to a patient. Customer reported that the same nurse had previously administered the same dosage to the same patient. Timeframe provided by customer is 1 minute between these events. Patient experienced respiratory distress and required the intervention of a physician. This event is recorded on complaint number (B)(4) a technical support specialist evaluated the device and determined that there was no product malfunction. Training was provided to the customer. Device has been configured to display a too close removal warning message.

Event description:
Customer reported that a pyxis medstation es system did not display a warning message when a nurse administered 2 mg of morphine to a patient. Customer reported that the same nurse had previously administered the same dosage to the same patient. Timeframe provided by customer is 1 minute between these events. Patient experienced respiratory distress and required the intervention of a physician.